Event description:
It was reported that the shealth caused a tamponade when trying to locate the coronary sinus ostium. Contrast showed the sheath was in the pericardium. While repositioning the atrial lead the patient's rhythm changed to 3rd av block and then ventricular tachy arrhythmia. Pericardial effusion was diagnosed. The patient subsequently expired.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This report is late due to a delay in processing paperwork.